Manufacturer narrative:
S/w version: 4.11e retainer ring = black customer returned pump for an alleged charge/battery lasts less than expected, drive/motor anomaly, cosmetic damage (damaged belt clip rails/retainer ring), unresponsive keypad error alarm, and backlight anomaly found on (B)(6) 2021. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and occlusion test. No backlight anomaly noted during testing. No unexpected drive/motor anomaly alarms noted during testing. Successfully downloaded history files and traces using thus. No confirmed drive/motor anomaly alarms in the pump downloaded history. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2021 at 16:15:28. Pump passed the keypad voltage test. Force sensor zero offset within specification (22.3mv). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: low battery alarm on (B)(6) 2021 at 09:52:00. Insert battery alarm on (B)(6) 2021 at 14:29:52 and 14:30:07. Failed battery test alarm on (B)(6) 2021 at 14:29:58. The following were noted during visual inspection: partially broken retainer, keypad overlay texture damage, and cracked keypad overlay. No unexpected low battery, insert battery, and failed battery test alarms during testing. In summary, pump passed required testing. Customer alleged for drive/motor anomaly was not confirmed. Customer alleged for charge/battery lasts less than expected was not confirmed. Backlight anomaly not confirmed. Stuck button alarm not confirmed. Customer allegation for cosmetic damage (damaged retainer ring) was confirmed during visual inspection where partially broken retainer was noted. Customer allegation for cosmetic damage (damaged belt clip rails) was not confirmed during visual inspection, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a scratched screen making it harder to read and difficult to operated, screen was dimmed, dent in the housing by the arrow pad, piece on back off clip won't attach, pieces of reservoir breaking off when locking in place, batteries last than 7 days, insulin pump lost settings, making grinding noise when rewinding and directions buttons must be pressed harder to work and became less responsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.